Event description:
A nurse at the user facility reported the haptic of the intraocular lens (iol) broke when using the delivery system. It was reported that an enlarged surgical incision was necessary to remove the damaged iol.